Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral segment. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6 atmospheric pressures. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified no damages on both balloon and hypotube shaft. The shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material above the proximal edge of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material above the proximal edge of the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral segment. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6 atmospheric pressures. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.